Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the lead was returned with no anomalies found. The defib conductor was distorted and the helix/lobe was distorted and bent; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead helix did not extend after less than 6 repositionings. The lead was not implanted. No patient complications were reported as a result of this event.